Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(4) bluetooth device was performed and passed. A download was performed and passed. A review of the shar logs/bin file was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Sensor expiration reported. We are getting no data regularly sometimes when it comes back some of the gaps in readings are filled and some are not. Preferred contact time: 10:00 am.